Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm. The insulin pump received with minor scratches on display window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that the insulin pump was alarming button error. Customer stated they were lying down in bed after administering a bolus. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped, but she did fall asleep with the device attached. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 124 mg/dl at time of reporting. Nothing further reported.